Manufacturer narrative:
Follow-up # 1 (08/15/2013)-product evaluation: the analysis of the subject meter was completed on 08/08/2013 by lifescan product analysis with the following findings: the reported complaint was confirmed. The analysis of the meter identified that the rubber cover was damaged. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging data port issue where the rubber piece was torn off and missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.